Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the heartstart mrx indicating that it does not pass the self-test. There was no reported patient involvement. Remote support from the customer care solution center was received. It was determined that this was a malfunction of the capacitor, which was recommended to be replaced to resolve the issue. The customer was informed to replace the capacitor to resolve the issue and was provided with multivendor channel to order through. The part is no longer available through philips. The device remains at the customer's site. No further action is warranted at this time.